Event description:
The customer reported non-reproducible troponin I (access accutni+3) and creatinine kinase mb (access ck-mb) results for one (1) patient involving the access 2 immunoassay system (serial number (B)(4)). The customer reanalyzed the patient sample on the access 2 immunoassay system in question and obtained lower, expected results for both the troponin I (access accutni+3) and the creatinine kinase mb (access ck-mb) assays. There was a report of a change in patient treatment associated with this event as the patient was started on a heparin drip in association with the elevated troponin I (access accutni+3) and creatinine kinase mb (access ck-mb) results obtained. Quality controls (qc), calibrations and system check parameters were recovering within expected ranges at the time of the event. A 15-point precision run using the accutni+3 reagent on board failed, but passed upon repeat with a new lot. A 15-point precision run using the ck-mb reagent (lot number 430005) recovered within the published specifications. The sample was collected in a lithium heparin plasma tube and was centrifuged for 6 minutes at 4,500 rpm (revolutions per minutes) at ambient temperature. The customer noted the sample was believed to be a short draw. It was noted there was no fibrin present and the integrity of the sample appeared to be normal. Service was requested and a beckman coulter (bec) field service engineer (fse) was dispatched to assess the customer's instrument.

Manufacturer narrative:
The customer did not supply the patient's birth date or weight. The initial reporters are (B)(6). The troponin I (access accutni+3) reagent was not returned for evaluation. The beckman coulter (bec) field service engineer (fse) evaluated the instrument and did not find any evidence of an instrument malfunction. All verification testing passed within instrument and assay specifications. In conclusion, although pre-analytical sample handling is suspected, the cause of the event cannot be determined with the available information.